Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit sustained physical damage to the user interface. The upper lcd was cracked in several places and the plastic housing was damaged in several places. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. To fix the issue, the getinge field service engineer (fse) replaced all of the damaged panels and the upper lcd assembly. A full (pm) was performed and all tests passed to factory specifications. The unit was returned to the customer.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.